Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as it was reported to be in (B)(6) but it was not specified. Medwatch report received (user facility) number: (B)(4). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a impacted bilateral distal ureteral calculi procedure performed on an unspecified date in (B)(6) 2019. According to the complainant, during the procedure, 2.5 part of laser fiber near the tip broke off. The broken piece was recovered in the scope before it was inside the patient. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.